Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high/unstable/unmeasurable threshold and high impedance. The lead was unipolarized and capped. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.